Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The exact cause of the reported event could not be conclusively determined, because the device has not been returned to olympus medical systems corp. (Omsc). However there is possibility that the reported event was caused by breakage of the image sensor, defect of the circuit board inside the video connector or of the video system center connected to the device. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device has not been returned to omsc but was returned to sorc for evaluation. Sorc inspected the device and confirmed the following; the reported event may have been caused by dirt or foreign material on the electrical contacts of the endoscope connector. The insertion section was damaged. The adhesive of the bending section rubber was broken. There was a defect in the appearance of the video connector and the boot. The scope connector label was peeled off. Angulation lock was insufficient due to deterioration of the friction plate. The light guide lens was chipped. The inner braid of the bending section was defective due to excessive squeezing. The insertion pipe was loose. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during the preparation for use, the scope communication error occurred. The user wiped the electrical contacts on the endoscope connector, however the issue could not be resolved. There was no report of patient injury associated with the event. Olympus inspected the device at olympus service operation repair center (sorc) and found that the scope communication error b30 occurred. Error code b30 means (B)(4).